Manufacturer narrative:
(B)(4)

Event description:
New information reported stated that the lead was also noted to have been fractured.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been in a car accident on (B)(6) 2016. On (B)(6) 2016, the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited intermittent loss of capture and increased capture thresholds. The patient was sent to the hospital and a fluoroscopy revealed that the helix was broken off and lodged in the myocardium. The lead was successfully capped and replaced. The patient was in stable condition post surgery.